Event description:
Customer called to say that they were using one of our 250 ml cryocyte bags lot #h08i18104, and it leaked where the y connector and the tubing are connected. The product was tossed due to being used.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag tubing separation that occurred during filling. There have been no reported negative clinical consequences for the patient at this time. As in all cases of cryocyte bag leakages during filling, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, this issue could potentially cause or contribute to an event if it were to reoccur. (B)(6). A follow-up will be submitted upon completion of investigation.